Event description:
It was reported that at a implantable cardioverter defibrillator (ICD) changeout procedure discrepancies in the right atrial (ra) lead impedance readings were noted between the programmer software analyzer, the chronic ICD and the replacement ICD. These impedance readings were noted to range from 0 ohms to high/undefined readings. The lead was capped and replaced. It was further reported that the set screw came loose from the replacement ICD while the lead was being disconnected. However the set screw was replaced and worked to the operator's satisfaction. It was further reported that during the procedure a brief disruption in telemetry between the ICD and the mobile software programmer occurred. The telemetry was re-established. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.